Manufacturer narrative:
A maquet field service technician was on site and investigated the unit but was unable to repeat the issue. The log files showed a consistent alert "mains current too high". The back power on/off switch was flashing during the alert, then went to steady green. The maquet field service technician took the machine to the workshop and was able to determine the root cause of the issue. The root cause was a wrong voltage setting on the transformer of the device. After changing the settings the device is now working with no problems.

Event description:
(B)(4).

Manufacturer narrative:
On (B)(6) 2015 01:58 pm (gmt-4:00) added by (B)(6) ((B)(4)): (B)(4) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag (B)(4). A maquet field service technician was on side and investigated the unit in question but was unable to repeat the issue. The log files showed a consistent alert "mains current too high". The back power on/off switch was flashing during the alert, then went to steady green. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
Description from the customer report: "hcu40 unit was not able to change the output temperature to 2 degrees c. The water in the tubes was still warm." (B)(4).